Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6). Analysis was performed remote service personnel which included troubleshooting. The results of the analysis were that the customer was not using philips approved accessories. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the use of accessories that were not approved by philips. The issue was resolved by switching to philips approved accessories. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on intellivue mx450 patient monitor indicating that the heart rate was abnormal. The device was not in clinical use at the time of the report. No adverse event was reported.